Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported device deformity could not be conclusively determined. Additionally, the user removed and reinserted the device which it deviates from the instructions for use. However, it did not contribute to the reported event. Please note that per the instructions for use, artmt100116885 revision a, it stated in procedure 22 under "caution: do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure (such as svc, pv, mv, cs, ao). Advance the delivery sheath to recapture the device and redeploy. If the device position is still unsatisfactory, recapture the device and replace it with a new device or abort the procedure."

Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer septal occluder was chosen for implant using an 8fr amplatzer trevisio intravascular delivery system. During deployment, the device had a cobra deformation. There were no interactions with cardiac structures. After repeated attempts to recapture and redeploy the device in the correct configuration, one attempt was made outside of the patient before being reintroduced into the patient, a decision was made to replace the device. A 10mm amplatzer septal occluder was implanted in the patient with no reported adverse consequences. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.